Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Exact date of event is unknown.

Event description:
Related manufacturer reference number: 3006705815-2022-18918. It was reported that the patient was hospitalized due to sepsis following a lead pull procedure on (B)(6) 2022. The infection has reportedly resolved.